Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received dirty with a corroded quick connect, scratched water tank cover, front cover scratched, water tank had rust deposits. Prior to functional testing the microswitch was changed to make the device operable. Once the device was operable it was observed that the pump was not operating, and the temperature went above 43.1 c. The root cause was due to a faulty pump however it was unknown what caused the fault. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, microswitch, rusty heater, quick connect, water tank cover, chassis, front cover. Performed preventative maintenance (pm). Replaced o-rings and reservoir gasket. Calibrated unit. The device passed all functional and delivery tests.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer fluid is not cycling and is also getting an over temperature alarm. No report of patient involvement.